Event description:
Philips received a complaint from nmpa reporting that the v60 cannot be turned on when it is ready for use. The power indicator is on and the screen is black. It was reported in clinical use. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H10: philips received a complaint by the customer on the v60, indicating that the unit had a black screen. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their device power indicator was on but the screen was black. A field service engineer (fse) went onsite to further investigate the issue and determined that the power management (pm) printed circuit board assembly (pcba) required a replacement. The fse replaced the pm pcba to resolve the issue. The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.